Manufacturer narrative:
B3, b6: estimated date g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a lesion in the marginal circumflex coronary artery with no reported tortuosity. A high torque balance middle weight (bmw) guide wire was advanced to the lesion with no reported resistance. Following the deployment of an unspecified stent, the guide wire was attempted to be removed; however, resistance with the stent was met and the tip [coils] of the guide wire stretched. The guide wire reportedly remained in one piece and was not noted to have unraveled. The guide wire was removed independently with no reported force to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and dimensional analysis was performed on the returned device. The reported difficult to remove was not replicated in the testing environment and not confirmed. The reported stretched coils was not confirmed, but the coils were noted to be misaligned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. The investigation determined that the reported difficulties were likely due to case related circumstances. It is likely that during removal resistance was met with the stent resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.